Manufacturer narrative:
(B)(4). No conclusion code available. Final analysis found the reported field event of high pacing lead impedance was confirmed in the laboratory via review of device image. Further evaluation noted presence of chlorine on the aring connector block spring which indicated parylene. The cause of the field event was due to the parylene coating.

Event description:
It was reported that the atrial lead exhibited high pacing lead impedance and no intracadiac signal after connecting to the device. Atrial lead was measured by external stimulator with all parameters within normal range. The physician suspected that the atrial channel circuit was electrically isolated/broken in the device header. Device was explanted and replaced. Patient was not harmed and was fine during procedure.